Event description:
Erroneously elevated accu tni result from a single patient that was generated by the instrument. The elevated accu tni result was 0.57 ng/ml. The customer indicated that they repeat all accu tni results which are above 0.49 ng/ml. The patient sample was re-tested for an accu tni. An accu tni result of 0.07 ng/ml was obtained. A corrected reported was issued. The customer indicated that there has been no change to patient treatment attributed to or connected with this event.